Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown. Troubleshoot was performed and clear the alarm. Customer stated that the hardware low level alarm was occurred again. The insulin pump will be returned for analysis.